Manufacturer narrative:
(B)(4). Concomitant medical products - g7 pps ltd acet shell 52e # item 010000663 lot 2804310, g7 neutral e1 liner 36mm e # item 010000857 lot 2921390, cer bioloxd option hd 36mm # item 650-1057 lot 773770, cer option type 1 tpr sleve -3 # item 650-1065 lot 683160. X-ray review revealed massively displaced and chronic periprosthetic fracture with a grossly loose stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent revision surgery three months post initial surgery due to periprosthetic femur fracture with grossly loose stem.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.